Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: b6. State, province or territory: ca. Post office or zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issues on 12 mar 2026 as the cannula was bent which led to leakage at site and high blood glucose level (515 mg/dl) that was treated with insulin pen. The infusion set was in use for one day and the site of insertion was thigh. No further information is available.